Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records has not been performed. The device was not returned. The investigation is currently underway. B3: date of event: the date of awareness was entered in the date of event field as the actual date of event is unknown. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial (B)(4) of a non-commercially available device (bd liverty tips stent graft study), that a subject experienced an adverse event involving a commercially available pleurx catheter, which was not part of the study. The catheter was implanted on (B)(6) 2025, and explanted on (B)(6) 2025. The catheter was located in the left lower abdomen. The subject developed a catheter-associated infection during this period. The severity of the adverse event was mild. The adverse event was not related to the study device. The adverse event was not related to the study procedure. The catheter type and material number are unknown. The outcome of the adverse event is unknown.

Event description:
It was reported through the results of the clinical trial (B)(4) of a non-commercially available device (bd liverty tips stent graft study), that a subject experienced an adverse event involving a commercially available pleurx catheter, which was not part of the study. The catheter was implanted on (B)(6) 2025 and explanted on (B)(6) 2025. The catheter was located in the left lower abdomen. The subject developed a catheter-associated infection during this period. The severity of the adverse event was mild. The adverse event was not related to the study device. The adverse event was not related to the study procedure. The catheter type and material number are unknown. The outcome of the adverse event is unknown.

Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A probable root cause for this reported failure mode could not be determined, there was not enough information to fully investigate this incident as a lot number, photos or physical samples were unavailable for analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. G3 (date received by manufacturer), g6 type or report - follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions), h8: usage of device. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.